Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo and diffused target lesion was located in the severely tortuous right coronary artery (rca). After a 6f guide catheter was engaged and a non-bsc guide wire crossed the lesion, predilation was performed with a 2.5x15mm balloon catheter. A 3.00x38mm promus element ¿ long drug-eluting stent was loaded on the guide wire and started negotiating the device through the "y" connector. However, the physician felt resistance and the stent was not moving freely. It was noted that the stent became stuck inside the sheath with a lot of resistance. The physician was unable to remove the device. Subsequently, the physician changed the "y" connector and also the sheath. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.